Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the luer lock connection. The user's blood glucose (bg) level was 350 mg/dl. User reported that the bg level would be addressed with a bolus. Recommendation was made to prime the tubing until air is removed.